Event description:
During perparation for a coronary artery bypass graft surgery, three heartstring seals cracked while loading the seals into the delivery tube. The surgeon used the third cracked heartstring seal to complete the procedure. No pt complications were reported by the hosp.